Manufacturer narrative:
(B)(4).

Event description:
Procedure: gynecology. According to the reporter: hysteroscopy/laparoscopy/myomectomy/adhesiolysis. The needle was on the end of the v-loc, it was placed inside port and it fell off and disappeared in the abdominal cavity. The suture hadn't been used on the patient at this time.

Manufacturer narrative:
(B)(4).